Event description:
Subject experienced neck muscle cramping which increased from 2-3 times per day initially to 20-30 times per day after several weeks of therapy with electrical stimulator. Subject had been seeing a physical therapist for reduced neck rom and will continue to see physical therpay to reduce cramping or neck stiffness. Electrical stimulation protocol was discontinued. Since discontinued use of device, muscle cramps have reduced in frequency.